Event description:
I was prescribed this med for a toe ulcer. My leg started getting swollen and red. Doctor told me it was normal swelling. Eventually the infection took over and my toe grew 4 times its size...had gangrene..lost the front of my foot thanks to this stuff not doing its job. I was never informed about the recall !!!